Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels (1,600 mg/dl), and diabetic ketoacidosis. The customer went into a coma and had a heart attack. Reportedly, the customer believed the pump was not delivering insulin. Customer was treated through an insulin drip and intravenous insulin. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.